Event description:
Reporter indicated that he observed high impedance during a generator and of life replacement. A lead test was performed resulting in a dc-dc code of 7, high, limit and eri-no, indicating a potential lead malfunction. The reporter also stated that he could see fluid inside the lead which suggests a fracture in the insulation. The system was replaced. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.